Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "when the white wings were split in order to do the peel away, one of the wings broke away before all the tubing was removed." They did manage to split the sheath and remove it. There was no reported patient harm or consequence.

Manufacturer narrative:
(B)(4) complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "when the white wings were split in order to do the peel away, one of the wings broke away before all the tubing was removed." They did manage to split the sheath and remove it. There was no reported patient harm or consequence.

Event description:
It was reported that: "when the white wings were split in order to do the peel away, one of the wings broke away before all the tubing was removed." They did manage to split the sheath and remove it. There was no reported patient harm or consequence.

Manufacturer narrative:
(B)(4). The customer returned one peel-away sheath for evaluation. Signs of use were observed. Visual inspection of the peel-away sheath revealed that the sheath had split completely down the length of one side of the extrusion. One of the tabs did not tear correctly resulting in the extrusion to separate. The separated portion of the extrusion was not returned. The sheath was cross sectioned to view the extrusion. The sheath extrusion from the tab to the distal tip measured 2 3/4", which is within the specification limits of 2 5/8"-2 7/8" per peel-away product drawing. The sheath outer diameter/inner diameter could not be accurately measured. Functional inspection could not be accurately performed due to the condition of the returned sample. A device history record review was performed and there were three potential findings. Two non-conformances were opened for batch 34c22c0034 and one non-conformance was opened for batch 34c22h0062 in regard to "peelaway sheath tears incorrectly". The failure mode of this complaint (manufacturing- extrusion) is consistent with the non-conformances identified. The report that a peel-away did not tear correctly was confirmed through complaint investigation of the returned sample. Visual analysis revealed that the sheath split completely along the score lines on one side. One side of the extrusion had separated along with the tab. Based on the customer report and the sample received, manufacturing caused or contributed to this event. A non-conformance was initiated to further investigate this complaint issue. Teleflex will continue to monitor and trend for reports of this nature. Corrected data: section d.4. - unique identifier (UDI)# corrected from (B)(4).